Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) screen went blank and stopped pumping. The patient was transferred to another iabp. There was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated this unit and was able to reproduce the reported issue. The stm reported that the unit would not power up and go through boot sequence. The stm replaced the power supply but it did not correct the problem. The stm isolated the problem to the solenoid driver board and replaced it. Replacing this board allowed the unit to boot up. The stm then found that the power switch was worn and also replaced it. The stm performed full functional and safety tests, and iabp passed all tests, but battery replacement and safety disk replacement are due and will be taken care of by in house staff. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) screen went blank and stopped pumping. The patient was transferred to another iabp. There was no adverse event reported.